Event description:
It was reported that when the control module was powered on, the control module showed the icon that, the st holster was not recognized. The customer attempted to reconnect the holster with no success. An ex holster was tried and the system powered on normally. The pt is to be rescheduled.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the pcb assembly to be replaced. The device was functionally tested, met all product requirements and returned to the customer.